Event description:
It was reported that 2 bd luer-lok¿ tip syringes had difficult plunger movement during the infusion. The following information was provided by the initial reporter: "2 x 20 ml syringes running on medfusion infusion pumps rang off occluded. When troubleshooting, in both instances, the team were unable to push/advance the plunger. The syringes appear to be "stuck" in position. The first syringe was infusing sodium acetate 0.034 mmol/ml with 0.25 units/ml heparin via medfusion syringe pump at 0.8 ml/hr the second syringe was infusing intralipid 20% via medfusion syringe pump at 0.54 ml/hr who was affected? Patient unexpected or prolonged care? No".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-feb-2023. H6: investigation summary it was reported the customer was unable to advance the plunger. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, all results were within specification. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes had difficult plunger movement during the infusion. The following information was provided by the initial reporter: "2 x 20 ml syringes running on medfusion infusion pumps rang off occluded. When troubleshooting, in both instances, the team were unable to push/advance the plunger. The syringes appear to be "stuck" in position. The first syringe was infusing sodium acetate 0.034 mmol/ml with 0.25 units/ml heparin via medfusion syringe pump at 0.8 ml/hr. The second syringe was infusing intralipid 20% via medfusion syringe pump at 0.54 ml/hr who was affected? Patient. Unexpected or prolonged care? No."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.